Event description:
Several channels showed high impedance. Re-implantation was done on (b)(6)2026.

Event description:
Several channels showed high impedance. Re-implantation was done on (b)(6)2026.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional Information: According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been reimplanted but the device has not been received for investigation yet.